Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that when the 3.5 x 12 mm xience prox stent delivery system (sds) was removed from the packaging coil/hoop the proximal shaft separated. There was no resistance during removal of the sds from the coil and no damage was noted to the coil. There was no patient involvement. There was no clinically significant delay in procedure. A new xience prox stent was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported separation appears to be related to operational context. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing the initial medwatch report, the returned device analysis revealed blood in the guide wire lumen and balloon folds. Follow-up with the account confirmed that the initial reported information was incorrect. The xience prox stent delivery system (sds) was advanced on the guide wire and entered the patient. The shaft fracture was observed and the sds was removed. No additional information was provided.